Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm portico ng/navitor valve was successfully implanted in a patient. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no difficulty experienced during implant procedure. It was noted via electrocardiogram, that the patient developed a left bundle branch block (lbbb) and an accelerated idioventricular rhythm after implant/release of the valve. The final non-coronary cusp implant depth was 5mm and the final left coronary cusp implant depth was 7mm. On (B)(6) 2024, it was noted via echocardiogram, that there was mild perivalvular leakage, but was deemed not clinically significant. There was no intervention performed to treat the perivalvular leak. On (B)(6) 2024, it was noted that the patient was hospitalized due to dizziness and instability without syncope. An electrocardiogram was performed and revealed an advanced atrioventricular block with pauses of up to 10 seconds, without ventricular escape. The decision was made to administer the patient isoprenaline. The patient reverted to sinus rhythm. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker. The implanting physician attributed the lbbb and accelerated idioventricular rhythm to the impact of the prosthesis over the conduction system. The patient status was asymptomatic at discharge.

Manufacturer narrative:
An event of paravalvular leak and complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Information from field indicated that there was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no difficulty experienced during implant procedure. It was noted via electrocardiogram, that the patient developed a left bundle branch block (lbbb) and an accelerated idioventricular rhythm after implant/release of the valve. The final non-coronary cusp implant depth was 5mm (deeper than the recommended 3mm) and the final left coronary cusp implant depth was 7mm. Also, there was mild perivalvular leakage. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.